Event description:
The customer reported the graft thickness to be too thick. The surgeon used the device last week and instead of a partial thickness skin graft, it look a full thickness skin graft.

Manufacturer narrative:
Upon inspection at service repair center, the unit gauge bar to blade bed calibration were wide out of specification. Instead of between minus 1.5 to 2.5 thousandths of an inch it was found to be plus 2 and 1 thousandths of an inch respectively. Internals found to be in good condition. Root cause: the unit was reported to have performed as expected the week prior to this incident occurring. The unit upon return was found to be out of calibration. The root cause for the unit being out of calibration is unknown. No issues were identified and no parts were replaced on the unit during its repair evaluation. It is possible that the unit was dropped or mishandled which caused it to loose its accuracy. The unit was recalibrated and returned to the customer.